Event description:
Initial sodium results recovered 120 mmol/l and 121 mmol/l, patient samples were rerun on an I-stat meter which provided the following results, 131 mmol/l and 132 mmol/l. Customer found tubing had popped off the ise system. Earlier this part was replaced by an operator on an earlier shift. Field service representative ran performance testing and quality control materials, all recovered within the stated ranges.